Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip xtw was advanced within the patient when it was visualized that one of the grippers would not lower. Troubleshooting was preformed unsuccessfully and the gripper continued to be unable to lower. The clip was removed from the patient and a replacement mitraclip xtw was advanced within the patient. Upon insertion within the patient one of grippers of the second clip would not lower. Troubleshooting was preformed by adjusting the straddling position and changing the view it was visualized that the gripper was working again. The clip was implanted successfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the reported difficult single gripper actuation as the gripper arm cover was observed to be jammed between the harness, and the issue was resolved with troubleshooting steps. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information reviewed and the results of the returned device analysis, the difficult single gripper actuation and the observed bulky/loose gripper cover were due to the harness pinching the gripper cover as the gripper was able to be lowered once the gripper cover was released from the harness. A cause of the observed gripper cover being pinched by harness (mechanical jam), however, could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.